Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event of bent cannula which led to hyperglycemia (500 mg/dl) and ketone bodies. This event resulted in hospitalization. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.